Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure protruding from tube/ perforation (fallopian tube)") and device expulsion ("right essure coil migrated from fallopain tube into uterine cavity/ migration of essure: right essure within the uterine cavity/ rt fallopian tube is patent") in a 37-year-old female patient who had essure (batch no. D13386, d13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine and migraine. Concurrent conditions included breast pain, anxiety, uti, gerd, multiple allergies, bladder infection and sinus infection. Concomitant products included hydrocodone, ibuprofen, marvelon (reclipsen) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications or problems at the time of your essure procedure: the procedure took longer than normal as had trouble getting one of the essure devices in my tube"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/cramping pain on right side/ pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"), dyspareunia ("painful intercourse/dyspareunia,"), abdominal pain ("abdominal pain/cramping") and scar ("other scar tissue in vaginal canal"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("pain"). The patient was treated with surgery (diagnostic hysteroscopy with removal of essure coils within cavity (right coil)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, complication of device insertion and scar outcome was unknown, the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and scar to be related to essure. The reporter commented: left essure placed without difficulty - 3 trailing coils. Proceeded with the right essure placed without difficulty, 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right fallopian tube is patent with spillage of co; on (B)(6) 2016: unilateral occlusion (left tube occluded). (B)(6) 2016 (per mr) hsg: right fallopian tube is patent with spillage of contrast in the right hemipelvis. The right essure device is located just posterior to the right uterine fundus. The left fallopian tube is occluded with proper positioning of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 3-aug-2018: plaintiff fact sheet received. Event dyspareunia was resolved. Medical history and concurrent condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure protruding from tube/ perforation (fallopian tube)") and device expulsion ("right essure coil migrated from fallopain tube into uterine cavity/ migration of essure: right essure within the uterine cavity/ rt fallopian tube is patent") in a 37-year-old female patient who had essure (batch no. D13386, d13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine and migraine. Concurrent conditions included breast pain, anxiety, uti, gerd, multiple allergies, bladder infection and sinus infection. Concomitant products included hydrocodone, ibuprofen, marvelon (reclipsen) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications or problems at the time of your essure procedure: the procedure took longer than normal as had trouble getting one of the essure devices in my tube"). In november 2015, the patient experienced pelvic pain ("pelvic pain/cramping pain on right side/ pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"), dyspareunia ("painful intercourse/dyspareunia,"), abdominal pain ("abdominal pain/cramping") and scar ("other scar tissue in vaginal canal"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("pain"). The patient was treated with surgery and surgery (diagnostic hysteroscopy with removal of essure coils within cavity (right coil)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, complication of device insertion and scar outcome was unknown, the pelvic pain, dyspareunia, abdominal pain lower and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and scar to be related to essure. The reporter commented: left essure placed without difficulty - 3 trailing coils. Proceeded with the right essure placed without difficulty, 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 12-feb-2016: right fallopian tube is patent with spillage of co; on 15-feb-2016: unilateral occlusion (left tube occluded). 12feb2016 (per mr) hsg: right fallopian tube is patent with spillage of contrast in the right hemipelvis. The right essure device is located just posterior to the right uterine fundus. The left fallopian tube is occluded with proper positioning of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation lot number: d13385 production date: 30-sep-2014 expiration date: 28-sep-2017 lot number: d13386 production date: 30-sep-2014 expirationdate: 30-sep-2017 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure protruding from tube.") And device expulsion ("right essure coil migrated from fallopian tube into uterine cavity/ migration of essure: right essure within the uterine cavity/ rt fallopian tube is patent") in a (B)(6) year-old female patient who had essure (batch no. D13386, d13385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual migraine. Concomitant products included hydrocodone, ibuprofen, marvelon (reclipsen) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications or problems at the time of your essure procedure: the procedure took longer than normal as had trouble getting one of the essure devices in my tube"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/cramping pain on right side/ pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea,"), dyspareunia ("painful intercourse/dyspareunia,") and abdominal pain ("abdominal pain/cramping"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain") and scar ("other scar tissue in vaginal canal"). The patient was treated with surgery and surgery (diagnostic hysteroscopy with removal of essure coils within cavity (right coil)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, complication of device insertion, dyspareunia and scar outcome was unknown, the pelvic pain, abdominal pain lower and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, pelvic pain and scar to be related to essure. The reporter commented: left essure placed without difficulty - 3 trailing coils. Proceeded with the right essure placed without difficulty, 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: right fallopian tube is patent with spillage of co; on (B)(6) 2016: unilateral occlusion (left tube occluded). On (B)(6) 2016 (per mr) hsg: right fallopian tube is patent with spillage of contrast in the right hemipelvis. The right essure device is located just posterior to the right uterine fundus. The left fallopian tube is occluded with proper positioning of essure device. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as device dislocation. Most recent follow-up information incorporated above includes: on 04-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as left essure protruding from tube, migration of essure: right essure within the uterine cavity/ rt fallopian tube is patent clubbed with device expulsion, complications or problems at the time of your essure procedure: the procedure took longer than normal as had trouble getting one of the essure devices in my tube, pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("right essure coil migrated from fallopain tube into uterine cavity") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure insert). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.